Event description:
It was reported that the patient underwent a da vinci s appendectomy and oophorectomy procedure on (B)(6) 2007, to alleviate pelvic pain. Post-operatively the patient's pelvic pain became increasingly worse. A CT scan of the patient's pelvic area revealed that the patient had retained a foreign body and a diagnostic laparoscopy procedure performed on (B)(6) 2011, to remove the foreign body revealed that it was an mcs tip cover accessory used in conjunction with a monopolar curved scissors instrument that was used during the da vinci s appendectomy and oophorectomy procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation, therefore, the root cause of the reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2012, intuitive surgical followed up with the surgeon, dr. (B)(6) at (B)(6) health services and he indicated that during the surgical procedure, a malfunction of the da vinci s system, instruments and accessories was not noted and it is unknown how the mcs tip cover accessory came off of the monopolar curved scissors (mcs) instrument during the surgical procedure. In addition, it is unknown, if the tip cover accessory and mcs instrument were inspected prior to use and if an installation tool was used to install the tip cover onto the mcs instrument, however, there were no issues noted by the surgical staff while installing the tip cover accessory onto the mcs instrument. The planned surgical procedure was completed and no patient intra-operative complications were appreciated at the time of the surgical procedure. Review of the patient's operative report provided by the initial reporter found that an endo gia stapler was also used during the surgical procedure and a slight malfunction of the device occurred which required reloading. A review of the site's system log found that no malfunction of the site's da vinci s surgical system occurred.